Event description:
It was reported that treatment was attempted on a heavily calcified mid rca lesion. The vessel had previously implanted stents in the proximal and distal segments. After the first initial balloon inflation at 10 atm failed to improve the stenosis, another inflation was performed at 14 atm and the balloon ruptured. A vessel dissection occurred, resulting in the flow of contrast into the entire peripheral vessel area. The pt's condition necessitated resuscitation measures, which were unsuccessful, and the pt died in the cath lab.